Event description:
It was reported that on (B)(6) 2018, when inserting a jelco safety protectiv plus catheter a venous return was not observed. It was observed that upon removal a part of the catheter remained in the right forearm. A tourniquet remained and immediately notified the doctor. It was required that the patient was sent to perform the institution's medical protocol of venous extremities studies. No further reported adverse effects.